Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning." This report is number 1 of 4 mdrs filed for the same patient (reference 1825034-2016-01652 / 01655). Product location unknown.

Event description:
Patient underwent a left hip closed reduction procedure due to dislocation after a fall. During the closed reduction, the head and liner dislocated. This resulted in an additional two hours of procedure time as the patient subsequently required a revision.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.